Event description:
The rptr stated that they did back to back blood glucose tests, within 2 mins, using separate fingersticks. The results were 127 and 164 mg/dl. They did not have any symptoms. On followup, the reptr stated that they checked the confirmation dot for enough blood. No harm was alleged.